Event description:
It was reported that the patient underwent a revision due to tibial component loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown cr poly 10mm: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. G2: foreign - event occurred in australia. Visual examination of the provided photographs identified explanted tibial and articular surface components both covered in bio-debris. No part or lot information was identifiable from the photos provided. No product was returned therefore no further evaluations can be made. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap lateral and sunrise view of the left knee shows postoperative changes of total knee arthroplasty with cemented components. No definite radiolucency detected around the components or obvious component subsidence/motion/malalignment. No gross evidence of polyethylene wear or joint effusion. Of note, there is radiographic osteopenia. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.